Event description:
A customer noted a "smell from the unit" before a photocoagulation procedure, but could not determine the location. During surgery near the end of the case, the smell became stronger. Following a delay greater than 15 minutes to exchange the system, the procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).